Event description:
It was reported that the patient presented for a one-month post-op check with episodes of auto mode switching (ams). The episodes appear to show intermittent far-r signals being sensed on the atrial channel after the paced event. It appeared to be a few intervals that may have been from a retrograde conduction. Programming changes were made. The patient condition is fine.